Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was received from patient reported jolting when going through store security. Patient will turn off stimulation prior to going through the store security. When she goes through some store security she gets a jolting sensation. Event date: (B)(6) 2015. The indications for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.